Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. - keep the collection bag below the level of the bladder or hip at all times. - empty the collection bag regularly (e.g. Prior to transport) using a separate, clean collection container for each patient." (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine was backing up into the inlet tube of the drain bag, as a result the urine leaked around the meatus. The drain bag tubing and catheter were allegedly milked for urine to flow. The patient's bladder was full and the patient allegedly experienced bladder spasms and discomfort. No patient injury was reported.